Event description:
The manufacturer received information alleging an issue related to a continuous positive airway pressure (CPAP) device's sound abatement foam. The patient alleged itching and cough after device use. There was no report of patient harm/injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging an issue related to the sound abatement foam. The patient alleged itching and cough after device use. There was no report of patient harm/injury. Despite multiple attempts on 7/7/2022, 7/14/2022, 7/21/2022, the device has not yet returned to the manufacturer for evaluation. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed. Section h6 updated in this report.

Manufacturer narrative:
Section b3 (date of event) was in correctly mentioned in the report MDR 2518422-2022-34291, it is corrected in this report.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging an issue related to the sound abatement foam. The patient alleged itching and cough after device use. There was no report of patient harm/injury. Section g3 was corrected to reflect the bad when new information was received.